Event description:
There was an allegation of a questionable creatinine result from the cobas c 503 analytical unit. The initial result was 47 mol/l, and the repeat result was 100 mol/l.

Manufacturer narrative:
The regent lot number and expiration date were not provided. The customer found crystallization on the top of the cuvettes. The field service engineer adjusted rinse cuvette heights. The investigation determined that the service actions resolved the issue.